Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information has been received that the device that was returned under this complaint is not the complaint product. It is an unknown guidewire while this complaint reported a palmaz genesis stent that was not used in the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Since the complaint product was not returned for analysis, was updated accordingly. Complaint conclusion: it was observed that when the product box (packaging) was opened (factory sealed box) for a palmaz genesis stent and the inside envelope was already open and had spots. As the product was not used, there was no adverse event to patient. The product was not returned for analysis. A device history record (DHR) review of lot n0514314 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿packaging/pouch/box compromised sterility-seal open¿ and ¿packaging/pouch/box contaminated-inner package¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Storage or handling factors may have contributed to the reported event. According to the instructions for use ¿do not use if the inner package is opened or damaged store in a cool, dark, dry place. Store in a cool, dark, dry place. Open the carton to reveal the pouch containing the stent. Inspect the stent package for damage to the sterile barrier. Remove the stent from the package and rinse in sterile heparinized saline.¿ neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). The device is expected to be returned for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was observed that when the product box (packaging) was opened (factory sealed box) for a palmaz genesis stent , the inside envelope was already open and had spots. As the product was not used, there was no adverse event to patient.

Manufacturer narrative:
The device was received for analysis. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.